Event description:
Pt suffered "nstemi" in 05/03. Cardiac catheterization performed revealed lad 100% occlusion. Two "cypher" stents were placed in proximal lad with good results. On the event date, pt suffered "stemi". Pci revealed 100% proximal lad subacute stent thrombosis.